Event description:
During a procedure there was an unintended electrical discharge involving the renew handpiece resulting in burn to the patient.

Manufacturer narrative:
The device investigation revealed that the source of the unintended electrical discharge was a gap between the peek insulation tubing and the outer metal tube. Inadequate adhesive at the very tip of the device created the gap resulting in an unintended electrical discharge. The device manufacture in 02/2012. Multiple devices that were manufacture in the same time frame were tested for adhesive at the tip. The result indicated that inadequate adhesive at the tip is an isolated incident. There is no other complaint of an unintended electrical discharge due to inadequate adhesive at the tip.